Manufacturer narrative:
Correction: the capped date was not mentioned in the previous report.

Event description:
The lead was capped on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible when the patient grabbed the left hand to right elbow and right hand to left elbow. The lead was capped and replaced. The patient was in stable condition prior, during, and post operation.